Event description:
The angio-seal device was deployed in 2000. No femoral angiogram was performed prior to deployment. Two hours post-deployment, pt developed leg pain and diminished pulses. Doppler performed and vascular surgery notified of decreased flow. A 3cm section of the femoral artery was dissected and grafted in 2000. Angio-seal anchor was located sub-intimally in the posterior wall of the femoral artery. When deployed, the posterior and anterior wall of the artery were sealed together, causing loss of blood flow to lower leg. The vascular surgeon noticed a "flap" on the posterior wall of the femoral artery, possibly caused by trauma to the vessel wall from one of the procedural components prior to deploying the angio-seal device. When the angio-seal sheath was advanced and the anchor deployed, the anchor laid on the posterior wall and caught under this flap, sealing the anterior and posterior wall together. The vascular surgeon does not feel this complication was caused by the angio-seal device, rather the overall technique.